Event description:
It was reported that the patient presented in clinic for routine device exchange. The new implantable cardioverter defibrillator (ICD) was having over-sensing issues due to cross talk. The ICD device was exchanged and the physician finished procedure with no device issues. The patient was stable.

Manufacturer narrative:
The reported event of crosstalk and oversensing was confirmed. The review of programmer printout and device image provided by the field confirmed crosstalk and oversensing. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Telemetry, impedance, sensing, pacing and high voltage output functions of the device analysis was normal with no anomalies found.